Manufacturer narrative:
The insulin pump passed self test, unexpected restart error test and displacement test. No unexpected alarms noted. No signal too low alarms noted. The insulin pump received with multiple displayable history check failed on startup alarms in history screen due to corrupted history file. No cosmetic damage noted.

Event description:
The customer reported via phone call that they had an unexpected restart alarm while attempting to set the time and date on the insulin pump. Customer also reported a signal too low and displayable history check failed on startup alarm in the alarm history. The customer stated the insulin pump was not stored without a battery for an extended period of time. The customer stated the alarms occurred with their brand new insulin pump. Customer's blood glucose was unknown. The insulin pump will be returned for analysis.